Event description:
The clinical research associate, reported that a revision operation of a femoral component was required because of alleged loosening of the component.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Corrected medical device based on additional information. The patient is (B)(6) centimeters in height. An event regarding stem loosening involving an accolade stem was reported. The event was confirmed. Medical records received and evaluation: a review of the provided information by a clinical consultant confirmed the event but could not determine a root cause. A review of the provided information by a clinical consultant indicated: radiology shows an adequate size and position of the original components but the x-ray at 8-months shows radiolucent lines and bone resorption all around the proximal stem section plus cortical hypertrophy and pedestal formation around the stem tip all indicative for stem loosening as confirmed during revision surgery. No explants were returned for investigation. The failure of this case has most probably been caused by an adverse mix of patient-related and procedure-related factors regarding component choice in a femur with somewhat abnormal geometry and age-related effects. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return and patient medical records would be helpful in investigating this event further.

Event description:
Update - the patient had a fast and fully loaded mobilization after the surgery.